Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT scan showed an enlarging aneurysm sac. The patient was brought to the or for endoleak repair. Angiogram of the right endograft limb demonstrated a type iii endoleak. The endoleak was repaired with a 16x16x135 limb from another manufacture. Final angiogram showed the endoleak has been resolved. The physician stated that the cause of the event was anatomy related. The CT showed a large piece of calcium near the fabric hole. The physician stated that the 6 years of rubbing on the calcium probably caused the fabric tear. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review the exact cause of the type iii fabric endoleak leading to the aaa expansion could not be determined from the films provided. However, this appears most likely to have been anatomy related due to calcification abrading the fabric of the ipsilateral limb. If information is provided in the future, a supplemental report will be issued.